Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's mother reported that on (B)(6) 2018 the customer (a (B)(6) year old child) received a "scan again in 10 minutes" message after 2 days of wearing the adc freestyle libre sensor. Caller further reported the customer looked pale, so they administered oral sugar. No further treatment was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: (device mfg date) has been updated. The reported sensor was returned and investigated. Visual inspection has been performed sensor and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Performed visual inspection on the sensor plug. The plug was fully seated in mount. Removed the plug and inspected it assembly, no failure mode was observed. Sensor inserted into the sim-vivo test fixture. All results were within specification. No product deficiency was identified.

Event description:
Customer's mother reported that on (B)(6) 2018 the customer (a (B)(6) year old child) received a "scan again in 10 minutes" message after 2 days of wearing the adc freestyle libre sensor. Caller further reported the customer looked pale, so they administed oral sugar. No further treatment was required. There was no report of death or permanent impairment associated with this event.